Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. A customer reported that when the adc device was attached, an "protrusion was found in the center hole". The customer was unable to self-treat due to unspecified symptoms and they were seen at a hospital where both the sensor and needle were removed from the customer's arm. There was no further treatment provided. There was no report of death or permanent impairment associated with this event.